Event description:
It was reported that the patient's atrial leadless pacemaker (alp) was over-sensing far r-waves. Further inspection revealed that this was due to the alp over-sensing a ventricular junctional rhythm that was a function of the patient undergoing a procedure. The patient was asymptomatic. It was noted the issue was corrected; however, no information was provided as to how it was resolved. There were no reported patient consequences.